Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the left ventricular lead dislodged twice. The lead was removed and replaced. The patient was in stable condition.